Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient first stated that they have not primed. The patient then said that they were trying to begin therapy, but were not yet connected and then said they were connected. The troubleshooting could not determine a cause of the reported event. The technical service representative instructed the patient to end the therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.